Manufacturer narrative:
Follow-up #1: date of submission 12/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: the pump was powered on with the auditory and vibration alerts functioning appropriately; however, the display screen remained blank upon start up. The reported ¿blank screen¿ complaint was duplicated; the remaining steps were unable to be verified. The pump¿s cover was removed; there was no moisture or corrosion found to the display screen. The blank screen failure was persistent after mounting a test display screen. The pcb inspection confirmed an intermittent condition to the inter-board flex due a cracked trace. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged on (B)(6) 2015, the pump was functioning with no issues after the battery was replaced; however, on (B)(6) 2015, the pump was vibrating un-expectantly. The display reportedly remained completely black even after switching to a new battery and the pump emitted a "sound loop" after hearing two "beep" sounds. The "battery cover" reportedly was also replaced and the display still remained black. There is no indication as to whether or not the pump alarmed due to the blank display issue. There was no additional information available regarding this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.